Event description:
During an ablation, the catheter dropped into the coronary sinus, and rf energy was delivered inadvertently due to the anatomy of the pt and the location of the catheter anatomically. The pt experienced an infarct to the right coronary artery. The pt received a balloon angioplasty after the ablation, and was discharged from the hosp. The description is preliminary, pending formal documentation from the physician.